Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The events of capsular contracture are seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation is capsular contracture, baker grade iii/IV and "risk of having a large cell anaplastic cancer''. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reports right side capsular contracture, baker grade 3 or 4, and "peri-prosthetic liquid" seen on ultrasound. The patient is concerned about the risk of alcl. The device remains implanted.